Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at the time of incident. Their current blood glucose was 320 mg/dl. The customer stated that the insulin pump was turned off all the way. They attempted to insert three different new batteries but it wouldn't turn on. The troubleshooting was performed. The customer stated that the display did not return. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised the pump will need to be replaced. The insulin pump will not be returned for analysis.